Event description:
It was reported that the device presented a fluid leakage from ball joint. No backup was available. No patient injuries were reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date. Additional information provided by the customer states that the procedure was successfully completed with the same device. Therefore, this complaint is considered as a no reportable event.